Event description:
It was reported the coil prematurely detached inside the catheter before coil deployment. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed. [See scanned page].